Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Event description:
Customer reported via phone call that the device was broken at the reservoir chamber. Customer's blood glucose was 123 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.